Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results: the jagtome rx 44 device was not returned as it was reported to be contaminated. A technical analysis could not be performed. However, a media analysis was performed on the photo provided by the complainant. The photo revealed that the device inside its opened and labeled pouch with the cutting wire kinked and broken. No other problems with the device were noted. According to the media analysis performed, it was observed that the cutting wire was kinked and broken, however, there is not enough evidence to determine whether the issues were induced due to the physician's technique during the procedure or were related to a device malfunction. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of wire break and wire kinked were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones in cbd performed on (B)(6) 2026. During the procedure, when the wire was tensioned, the cutting wire breaks. A photo was provided by the customer showing that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another tome device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.